Manufacturer narrative:
For this event, ge healthcareâ's investigation into the reported occurrence is ongoing. A follow-up summary report will be issued when the investigation has been completed. No patient information available. Device evaluation anticipated, but not yet begun.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1177-9850-sev vaporizer experienced low output. It was reported that when the unit was set at 4%, it reads at 1.5% causing the patient to wake up during surgery. There was no report of patient injury or recall. The report was received from a single source. The reported event did involve a patient. There was no patient information available.

Manufacturer narrative:
For the reported event, a ge healthcare service technician performed a checkout of the device but did not confirm the reported issue. The unit will be returned to use.